Event description:
The reporter (patient's mother) contacted lifescan (lfs) on behalf of the lay user/ patient alleging that the one touch ultrasmart kept on displaying "apply blood." The reported issue first occurred early at 7:30 am in 2008 (same day the patient contacted lfs). By 12:30 pm the same day, the patient reportedly developed symptoms of "high" blood glucose levels. The specifics of the "high" symptoms were not reported. Usually, the patient tests 6 times per day but because of the reported issue, the patient reportedly was unable to test all day. At 6 pm the same day (about 20 minutes before the patient's mother contacted lfs), the patient allegedly guessed how much insulin to take and took 6 units of humalog. Normally, the patient bases her insulin dosages on her meter readings and food intake. It is unknown if the patient's symptoms were relieved or worsened after taking the 6 units of insulin. No other forms of treatment were reported. The customer care advocate went through troubleshooting with the patient and noted that the test strips were not drawing in the sample. Replacement products were sent to the patient. Based on the provided information, this complaint is being reported because the patient allegedly became hyperglycemic after not being able to obtain a test result on her meter. In addition, the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.